Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the physician complained that the suture sleeve is too small. It was noted the lead goes through a 9 fr sheath, the is1 suture sleeve gets stuck in the 9 fr hole. The doctor recommended to see the outer diameter of the left ventricular (lv) suture sleeves be the same size as a df4 suture sleeve. The lv lead was implanted and remains in use. No patient complications have been reported as a result of this event.